Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, and displacement test. No motor rewind anomaly noted during testing. The pump responded properly to the button presses. No keypad unresponsive noted during testing. No damage noted on the battery cap. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was cut open to perform visual inspection and found evidence moisture damage on the pcba1, pcba2, and force sensor. No damage noted on the motor. The j1 keypad connector on pcba 1 was properly locked. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. Damage-battery cap not confirmed. Activation-keypad/button unresponsive not confirmed. Drive/motor anomaly-rewind not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cracked/damaged battery cap, an unresponsive keypad/button, and a rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. For general documentation. No harm requiring medical intervention was reported. No product return is required for mmt-1880l.